Manufacturer narrative:
The insulin pump passed prime/a33 excessive no delivery alarm and displacement tests. No unexpected excessive no delivery alarm. The insulin pump was received with minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, and cracked reservoir tube lip. The insulin pump was returned without belt clip; unable to verify belt clip anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer's care manager reported that the insulin pump alarmed for no delivery during a bolus and when the customer was sleeping. The blood glucose reading was 91 mg/dl. The alarm was resolved with a complete set change. The care manager also reported that the screen was scratched and not readable. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.